Event description:
It was reported that the patients implantable pulse generator (ipg) had high impedances. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Correction to the initial emdr in field b1. Adverse event/product problem was inadvertently left blank in the previous submission.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately nine months ago.

Event description:
It was reported that the patients implantable pulse generator (ipg) had high impedances. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.